Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 400 mg/dl range due to not noticing that they ran out of insulin. The customer changed everything which resolved the issue. Troubleshooting for the high blood glucose was declined. The customer did not mention if auto mode was in use. The insulin pump was not returned for analysis.